Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on using ac power only. The battery voltage was measured at 1.23vdc, which is low compared to the nominal voltage. It was verified that the battery is over 7 years old and does not charge to an acceptable voltage. The battery was replaced and the unit functioned as designed.

Event description:
It was reported that the device will not charge the battery. The customer replaced the battery, but the unit will not run on battery. There was no low battery alarm when the ac power was unplugged. The unit just shuts off. No known impact or consequence to patient.